Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new rv lead of the same model was successfully implanted. The lead was returned for analysis. No additional adverse patient effects were reported. Additional information received which indicates that this rv lead exhibited noisy signal which noted on electrogram data and health care professional (hcp) was concerned for lead dislodgement. Hcp stated that the chest x ray was done, however, this rv lead did not look dislodged. Furthermore, this rv lead was explanted due to perforation.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new rv lead of the same model was successfully implanted. No additional adverse patient effects were reported.